Event description:
It was reported that the post op x-ray showed slack on the atrial lead. Prior to patient discharge, diaphragmatic stimulation was noted. Atrial lead testing suggested that the lead had dislodged. The patient was returned to the operating room and the lead was repositioned. Shortly after discharge, the patient again experienced diapragmatic stimulation. A chest x-ray showed that the lead had dislodged once more. Programming was set to vvir.

Manufacturer narrative:
Na